Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that endoscopic image on the monitor appears green lines during a procedure for diagnostic. After that, because the monitor image was displayed properly, the user facility completed the intended procedure by use of the same subject device. There was no patient injury associated with this report.